Manufacturer narrative:
Customer alleged the insulin pump having the rails are broken. P-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. The device p-cap / test reservoir locks in place properly and no anomaly noted. Device passed the displacement test. Unit had scratched case, missing display window cover, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, broken belt clip rails. In summary, customer allegation for cosmetic damage broken belt clip rails was confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Crm service notification text 09/08/2021 14:36:32 (B)(4) related svn (B)(4). Crm service notification text 09/08/2021 14:33:44 (B)(4). Additional notes: delivered by: 10:30 a.m. Thursday september 9, 2021 crm service notification text 09/08/2021 14:33:22 (b)(40. Customer concern: (B)(6) said that the clip rail, the whole one side is snapped off. (B)(4) : bumped/dropped/cosmetic damage advise customer to disconnect from the pump: yes. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no. Does customer report pump has been bumped/dropped?: neither does the infusion set show signs of damage?: no. Does the reservoir show signs of damage?: no. Does pump show any signs of physical damage?: pump shows physical damage document the type of damage: crack document how the damage occurred: cosmetic damage describe the location of the damage: clip rail the whole one side has snapped off. Did customer report out of box damage?: no. What is the type of damage(scratch or crack)?: crack is there any physical damage to pump's retainer ring?: no. Did damage occur while using a silicone case?: yes. Explain a pump clip, acc-1601, will be provided with pump replacement to help reduce chance of pump rails breaking by allowing the pump to pivot up when caught or stuck. Advise a free silicone pump case will be provided with pump replacement. Review the pump care best practices. Advise customer the serialized device will need to be replaced: yes. Instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes. Advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes. Inform customer about product replacement policy.